Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03091 and 3005099803-2024-03092 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder to treat a neoplastic cholecystitis during an axios gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent (the subject of MFR. Report # 3005099803-2024-03091) was fully deployed; however, the stent did not expand, causing the tip to become lodged within it. The stent was removed together with the delivery system and another axios stent (the subject of this report) was used; however, the same issue occurred. After a five-minute wait, the stent expanded, allowing for the successful removal of the delivery system. The second stent remains implanted, and the procedure was concluded without further modifications. There were no patient complications as a result of this event.